Manufacturer narrative:
On 7/12/2018 mentor became aware that the date of implant from the initial report submitted on (B)(6) 2018 erroneously read (B)(6) 2004. The correct implant date is (B)(6) 2004. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast reconstruction revision with a mentor smooth round spectrum 325cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. As a result, prosthesis replacement with a mentor smooth round moderate profile 300cc saline implant was performed on (B)(6) 2018.

Manufacturer narrative:
The device history record ( DHR) of lot number 266443 was reviewed on 8/10/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned product was completed by the failure analysis lab on 8/14/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast reconstruction revision with a mentor smooth round spectrum 325cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.3 cm on the anterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet manufacturer¿s reference number: (B)(4).